Manufacturer narrative:
Above-measurements were taken of the healing abutment/cover screw. Above-healing abutment/cover screw did not meet dimensional requirements. The product was implanted in 2006 and removed 20 days later. Evaluation results showed the cover screw was dimensionally incorrect and could not be properly seated on the implant. No further complications have been reported.

Event description:
Custom implant #23 and #24 were both placed in 2006. The abutments/cover screws sent with the implants would not seat properly onto the implant, however, the doctor allowed the pt to leave the office because they had no other abutments that would fit the custom implant. Pt returned 20 days later and both abutments had tissue in growth. Implant #23 was replaced with a 3.2 x 13mm implant from stock inventory. Implant #24 remains in place.